Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 400-500 mg/dl. System check was being performed by tandem technical support (tts), however customer declined to complete the check.